Manufacturer narrative:
The ge service rep replaced the monitor. The system operates as intended.

Event description:
The customer reported that the monitor displayed foggy images. No patient injury was reported.